Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 05/30/2024.

Event description:
Patient reported rupture implant. Physician later reported capsular contracture baker grade iii and rupture. Device has been explanted. This record is for right side for a non PMA approved device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and rupture. Device evaluation: device photograph(s) for the device related to the reported event of rupture and capsular contracture requested on (B)(6) 2024. It is not possible to determine the lot number or catalog through the photos provided. Visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture : unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported rupture implant. Physician later reported capsular contracture baker grade iii and rupture. Device has been explanted. This record is for right side.

Event description:
Patient reported rupture implant. Physician later reported capsular contracture baker grade iii and rupture. Device has been explanted. This record is for right side for a non PMA approved device.